Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/21/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The complaint was not confirmed because the transmitter passed testing. The reported event of loss of connection was not confirmed. A root cause could not be determined.